Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown uni femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding femoral loosening involving a unknown uni femoral component was reported. The event was confirmed. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: ¿no primary or revision operative reports, no post-operative revision x-rays, and no examination of the explanted components are available. Based upon the documentation available for review, it is not possible to determine the cause of the revision surgery five-and-a-half years status-post unicompartmental knee arthroplasty implantation in this case.¿ conclusions: although the event was confirmed, the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Per clinical consultant based on the documentation available for review, it is not possible to determine the cause for the reported event.

Event description:
It was reported that there was a uni knee revision due to femoral loosening and pain. Converted to a total knee.

Event description:
It was reported that there was a uni knee revision due to femoral loosening and pain. Converted to a total knee.